Event description:
A customer reported to baxter corporate product surveillance a infusor in which a leak was observed from the tubing. According to the report, the home patient (hp) observed a leak coming from where the tubing meets the housing. The patient observed a puddle on their clothes. The alleged defect occurred an unknown amount of time after therapy was initiated on a patient. The medication being administered was normal saline. The patient replaced the infusor and therapy continued as normal. Therefore, there were no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.